Event description:
This complaint is now reportable based on the analysis completed on 09/11/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion being treated was located in distal left anterior descending artery. The physician attempted to place a 2.25x24mm taxus liberte' drug eluting stent, but had difficulty crossing the lesion. The procedure was not completed due to another (unknown) reason. There were no pt complications and the patient condition is reported as satisfactory and good. However, the returned product confirmed that there was stent damage. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Microscopic examination of the crimped stent found mid stent strut damage, some of the struts were raised. Visual examination of the hypotube found no kinks or damage along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. The root cause of this damage is unknown. The mfg records for this specific batch number (8332429) found that the device met its material, assembly and product specs.